Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and the patient began treatment for the peritonitis with vancomycin and meropenem (1 gram each, frequencies, duration and routes were not reported). No further detail was provided regarding whether dianeal therapy was ongoing. No additional information is available.